Event description:
It was reported that a log file review was requested to confirm that there were no current issues with the patient's controller. Technical services reviewed the log file and noted that the controller appeared to be functioning as intended. However, there was a no external power event observed on (B)(6) 2021 while the device was connected to the mobile power unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 19 days of data (B)(6) 2021 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2021 from 15:25:04 to 15:25:22 due to temporary losses of power while connected to the mobile power unit (mpu). The alarms cleared when the power was restored to the mpu. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The pump maintained a speed above the low speed limit through the events of the log file. The mpu was not returned for evaluation. Multiple requests were made to obtain additional information (including if the mpu will be returning for evaluation, if the mpu was operating appropriately, the serial number of the mpu, if the mpu has a v-lock connector on the power cord, if the power cord came loose from the back of the unit or from the wall outlet, and if there were any environmental circumstances that could have affected the a/c power at the time of the event); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect, low voltage hazard and no external power alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 left ventricular assist system (lvas), including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the mpu. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the mpu. The heartmate 3 patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.